Event description:
It was reported that a lead and extension were implanted after their use before date. There was also uncertainty regarding the accuracy of the implant date, so research was conducted to verify if information was provided in error. The implant date was recorded as (B)(6) 2022, while the use before dates were (B)(6) 2019 for the lead and (B)(6) 2021 for the extension. After three good faith efforts, the accuracy of the implant date could not be verified, and (B)(6) 2022 was used as the implant date for the lead and extension. It was unknown if there was any patient involvement or complications as a result of the event.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3708660 (serial: (B)(6); product type: 0191-extension; implant date (B)(6) 2022 brand name activa; product ID 3389s-28 (lot: va19mpa); product type: 0200-lead; implant date (B)(6) 2022 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.